Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units fiber optic module is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,e1(name&email),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,h6(clinical&impact).

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) units fiber optic module is not working. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. No error codes logged. Performed full functional testing and passed. Tested fiber-optic module with tester multiple times and passed. Cleaned fiber-optic ferrule and receptacles to improve contact and performance. Visual, mechanical and electrical testing passed. No faults with cardiosave. Potential cause of fiberoptic signal loss may have been with kinked tubing or patient interaction. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a.